Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to over 13.9 mmol/l (250 mg/dl) while wearing the pod between 5 and 24 hours. The pod adhesive was reportedly not sticking well to the skin causing the pod to come off the patient's abdomen and the cannula to dislodge. As treatment, a new pod was applied.